Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not annunciate audible tones for low blood glucose (bg) alerts. The customer's bg level was 57 mg/dl. Customer technical support was able to verify that the does annunciate audible alerts. Customer continues using the pump for insulin therapy.